Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in hepatic artery chemoembolization procedure when the issue occurred, and it was aborted and rescheduled. The customer reported an issue that the geometry movements were unavailable. It was found that the device was repaired by a third party. No service has been performed by philips since the customer did not request for any service from philips. No further action was taken by philips. The root cause could not be identified. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm of the system could not be moved when adjusting the system. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in hepatic artery chemoembolization procedure when the issue occurred, and it was aborted and rescheduled. The customer reported an issue that the geometry movements were unavailable. It was found that the device was repaired by a third party. No service has been performed by philips since the customer did not request for any service from philips. No further action was taken by philips. The root cause could not be identified. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier, reporting institution name, reporting address line 1 and the reporting address city have been updated.